Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed the evh cautery was covered with bio material. The device was removed from the patient and while trying to clean off the jaws of the cautery, the sheathing around the jaws started to come apart and fall off the jaws. The device was removed from the field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4).

Manufacturer narrative:
Trackwise ID : (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed the evh cautery was covered with bio material. The device was removed from the patient and while trying to clean off the jaws of the cautery, the sheathing around the jaws started to come apart and fall off the jaws. The device was removed from the field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.